Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer: 3008452825-2016-00156, 3008452825-2016-00157, 2182269-2016-00024. During a ventricular tachycardia ablation procedure a pericardial effusion occurred. A quadripolar catheter was placed in the right ventricular apex and transseptal access was performed. Geometry of the left ventricle was created and ablation was performed. For a short time, the ablation catheter appeared outside of the geometry and further lesions were completed in the left ventricle. The patient became hypotensive and a pericardial effusion was noted via intracardiac echocardiogram, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device during the procedure.

Manufacturer narrative:
The results of the investigation concluded that electrodes 1-20 met sjm specification requirements of acceptable resistance values with no open or short circuits detected. The catheter also displayed acceptable ECG signals during a simulated test. In addition, microscopic inspection of the tip/ring electrodes revealed no anomalies. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. The cause of the reported event cannot be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.